Event description:
It was reported that when they started surgery, the doctor asked for a cannula to start passing shoulder anchors and start repairing the rotator cuff. The cannula was passed and the doctor put it, but the flat part of the cannula was constantly released, they passed the tweezers, then they observed that inside the cannula, there was a piece missing, which helps to hold the cannula. There was a delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. The photograph shows an 8.5 x 72mm disposable threaded cannula with its cap removed. The photograph is inconclusive. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.